Manufacturer narrative:
Other, other text: g1,2 email is: regulatory.responses@icumed.com. No product was returned. The investigation determined the most probable cause to be the downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited a downstream occlusion (dso) alarm. Per the reporter, the alarm was silenced and the patient denied any tubing kinks or closed clamps. The cassette was unable to be remove as it was locked in place. Troubleshooting was performed but the alarm persisted. The pump was tuned. Off. Per the reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.